Event description:
It was reported that during a coronary artery stenting procedure a stent dislodgement occurred. The target lesion was located at the bifurcation of the circumflex artery. The stent was inserted into the pt and when the physician looked at the monitor he saw only the balloon without the stent. The stent was found "jailed" inside the guide catheter. The stent delivery system was removed and the procedure was completed with another 3.0x12mm liberte bare metal stent. There were no pt complications and the pt was reported to be in stable condition post procedure.